Event description:
Reporter alleged obtaining discrepant blood glucose results of 150 mg/dl back to back with a result of lo (less than 10 mg/dl) when testing was performed within 5 minutes on the active s system. Reporter alleged she was experiencing hypoglycemic symptoms during the time of testing and self treated with fruit. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.